Event description:
The user facility reported for an automated impella controller (aic) cart and caster caps are connected upside down. There was no patient use and no harm or injury. This is was discovered at the time of delivery.

Manufacturer narrative:
The investigation for the reported cart issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The japan field service confirmed the aic cart caster was upside down and had sent a brand new replacement aic cart for customer. The root cause of the cart and caster cap connection upside down is undetermined. This report is being filed as part of a retrospective review of historical records.